Event description:
It was reported that a no disposable clamp tubing alarm occurred. Alarm was silenced and settings were reviewed. The pump restarted and the display now reads run. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. A device history record review could not be performed because a serial number was not provided by the customer. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.